Event description:
It was reported that the customer inserted a sensor and the needle is stuck in her body. Customer stated that after she inserted the sensor, she had to manually take out the needle. Customer hung up. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.